Event description:
On 04-sep-2025, the user reported fluctuating blood glucose (bg) despite completing a prior factory reset without guidance. The lowest blood glucose (bg) recorded was 52 mg/dl, corrected with a snack, and the highest was 320 mg/dl, addressed through false meal announcements and the ilet corrective algorithm. The user's reported symptoms included shaking during the low and constant urination and irritability during the high. Blood glucose (bg) was corrected. The user was advised to complete another factory reset and receive further training but declined at this time. No outside assistance or medical intervention was required.